Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the cause of the need to charge more was unknown other than the device being seven years old. Pt adds that it takes less time to charge now than when they got it. Previously, it took 3-4 hours to charge and now it takes about an hour. They met with a manufacturer representative (rep) who reprogrammed it. Pt switches between groups a and c which seems to help the pain more. Pt indicates that the battery is working fine and the like to change it down to 60% so it doesn't bother their back. Issue resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that lately they don't like it to get the implant battery to get under 70% or 60%. Patient stated that it used to take so long to charge the implant, once they got the recharger in the right spot they couldn't move. And was hard to sit in the same spot. Patient said that when they're done charging, they can barely walk because they've sat in the same spot. Patient mentioned now for the past 6 months maybe it takes less than an hour to charge their implant and now they have to charge every 3-4 days now. Patient mentioned before when they got their implant they charged their implant every 14 days. Patient also mentioned that they have lost 100 pounds and that they were told that if they lose a lot of weight the battery might move, but patient didn't think the battery had moved. Pati ent noted that their pain doctor looked at the implant last time and they didn't feel that the battery moved either. Patient mentioned they had an appointment with their hcp on march 9th. Agent asked, patient denied any recent falls/trauma and patient denied any e rror messages/codes. Patient confirmed that they are able to charge their controller from the wall. Agent reviewed implant battery was dependent on the therapy settings and usage. Patient motioned they only increase the stimulation if their back was bothering them and they hardly change the frequency of their implant. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.